Manufacturer narrative:
The following fields have been updated with corrections: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-04-22 . H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9077934. Investigation summary: customer returned two (2) loose 0.5ml bd insulin syringes. Consumer reported the needle shield is difficult to remove and once removed, the needle hub separates and stays inside the shield. Both returned syringes were examined and it was observed that one syringe exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. The other syringe was then tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 3.26 the tested syringe tested within specification. No evidence of manufacturing defect was observed on this syringe. A review of the device history record was completed for batch# 9077934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1551792, on 29 apr 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any damage to the core pins. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #62039 was created for raised shield detector not working. Corrective action: the cameras were verified. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿needle hub separates from the device. This was discovered during use. The following information was provided by the initial reporter: material no.: 328290 batch no.: 9077934 it was reported the needle shield is difficult to remove and once removed, the needle hub separates and stays inside the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9077934. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9077934. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿needle hub separates from the device. This was discovered during use. The following information was provided by the initial reporter: material no.: 328290, batch no.: 9077934. It was reported the needle shield is difficult to remove and once removed, the needle hub separates and stays inside the shield.